Manufacturer narrative:
Unit received with blank display due to corroded battery cap contact and battery tube. Unable to verify low battery alarms due to blank display. Unit received with cracked case at display window corners and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump kept alarming low battery. The alarm went off and on. The replacement battery cap did not resolve the issue. The batteries did not last more than one week. Customer's blood glucose level was not reported. The customer was going to revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.